Manufacturer narrative:
Unit passed displacement test. Unit alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.